Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a t handle that have hair line cracks in them. Found after sterilization. All parts are still in tact and no pieces are missing from any of them. No more information for pieces other than found after sterilization, all in one piece, just hairline crack. No surgical delay.